Event description:
I began using polygrip and fixodent denture adhesive creams in (B)(6) 2005. In about six months, I began to experience pain and numbness in my upper left jaw. The pain would be excruciating in my jaw, when I removed my dentures, it felt like I was removing a layer of skin. I would rinse with peroxide and water and would not wear my dentures for a few days. In the last two years, a tenderness persists in the same place all the time. Dose or amount: #1 denture cream, #2 denture cream, frequency: 2x daily,route: oral. Dates of use: (B)(6)2005 - present. Diagnosis or reason for use: denture adhesive cream. Event abated after use: no.